Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon claims that the clips were not tight enough on the artery. Upon checking the formation of the clip on the artery the surgeon claims that the clips were not formed properly and that they were slipping off the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was disposed of.